Manufacturer narrative:
The field service engineer (fse) serviced the unit on site. The fse found no system issues. Beckman coulter, inc. Followed up with the customer and confirmed no further toxoplasma gondii antibody (igg) issues were noted at the time. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for additional reportable events. This medwatch report is related to mdrs: 2122870-2011-04951, 2122870-2011-04952, 2122870-2011-05027.

Event description:
The affiliate reported the customer alleged discrepant toxoplasma gondii antibody (igg) results, for one patient on multiple samples, involving unicel dxl 800 access immunoassay system. This is report number three of four. Patient results obtained on previous samples were negative. Subsequent testing on alternate unicel dxl 800 system produced positive results. The results were released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) traveled to the facility to assess the unit.